Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was jammed due to drawer 4-2 pocket was over filled. A field service engineer confirmed that the pharmacist rearranged the medications in the pockets and secured the connections to resolve the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a jammed cubie. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.